Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath was flushed then after inserting the sheath, the dilator was removed, and slow aspiration and flushing were performed. Some bubbles were drawn, but the sheath was then air-free. A continuous heparinized sheath flush was then connected. The balloon catheter was inserted, and slow aspiration and flushing were performed again. After the first delivery, the patient became hemodynamically unstable. The balloon catheter was removed, and aspiration was performed, but no air was drawn. The patient was briefly stable again. The user initially wanted to continue. They flushed and prepared the balloon again, but even after an underwater stretching maneuver, the balloon could not be inserted into the sheath. The patient then became unstable again. The ablation procedure was aborted. A computerized tomography (CT) scan was performed, revealing air in the heart and head. The patient was transferred to a clinic for hyperbaric treatment. It was then reported that the patient experienced a stroke. When collecting the products a bend was seen on the sheath shaft, but it was suspected that it kinked after placing it in a bin for holding. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the 12fcc20 sheath with lot number 0012529003 were returned and analyzed. The data file with case ID (B)(4) showed at least 3 applications were performed with catheter afapro28 with lot 22900-26 on the reported event date without any system notice or anomaly. The fault file was not available for analysis on the reported event date. Visual inspection of the sheath was performed on the shaft and handle. The inspection identified a kink 22.5 inches proximal to the tip. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was (B)(4) psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was (B)(4) psig and in an acceptable range. In conclusion, the clinical issues (air embolism and stroke) occurred during the case and air ingress was not observed/reproduced with the returned sheath. The sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that despite administering propofol for twenty minutes, the patient did not wake up appropriately.